Event description:
The manufacturer received a report that a trilogy 100 ventilator was returned for recertification. No patient harm or injury was reported. The device was evaluated at the manufacturer's service center. During the initial evaluation, the blower assembly, overhead blower filter, and inlet filter were replaced, and the outer enclosure was cleaned. The device error logs were successfully downloaded and reviewed in their entirety. No critical errors were identified. The rubber feet, front case enclosure, and base enclosure were replaced. During functional testing, the device was returned to the technician for additional evaluation due to failure of the nurse call test. Investigation determined that the interface printed circuit assembly (pca) required replacement. The device underwent repeat functional testing and successfully passed all required tests.

Manufacturer narrative:
The reported failure of failed the nurse call test is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU. Therefore, the DHR for this device will not be reviewed at this time.